Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving battery faults. The pt was issued a replacement battery pack. After initially reviewing this event, zoll determined that the event was not reportable. However, upon further evaluation, zoll determined that this event would be reported.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a blown battery fuse. The root cause for the blown fuse could not be positively identified. No adverse event resulted from the blown battery fuse. The pt received a replacement battery pack.